Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude leading into undersensing and smart pass been unable. Due to this t wave oversensing was exhibited and an inappropriate shock was delivered. Technical services (ts) discussed trouble shooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude leading into undersensing and smart pass been unable. Due to this t wave oversensing was exhibited and an inappropriate shock was delivered. Technical services (ts) discussed trouble shooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, there was no undersensing, just oversensing due to low amplitude. Technical services (ts) indicated that exercise test may be considered for further evaluation. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude leading into undersensing and smart pass been unable. Due to this t wave oversensing was exhibited and an inappropriate shock was delivered. Technical services (ts) discussed trouble shooting options. This s-ICD remains in service. No adverse patient effects were reported.